Event description:
It was reported when the programmer was switched on, serious programmer error screen appears. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Serious programmer error caused by the link electronics module printed circuit board (out of electrical specification).